Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery spatula instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery spatula instrument was not moving properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the movements were limited. It felt like a cable has snapped or dislodged in the endo wrist function. The surgeon said the cable felt like it was broken but could not visibly see any cable sticking out of the instrument end which is what usually happens.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken clamping pulley on input 5 (pitch), resulting in a loss of tension on the corresponding pitch cable. The clamping pulleys for inputs 5 (pitch) and 6 (yaw) were also found to be contaminated. Additional observation: when installed and operated on an in-house system, the instrument exhibited imprecise motion in the pitch direction. While the grip tips moved in the commanded direction, a noticeable lag or delay in the motion was observed. The complaint was confirmed by failure analysis. The probable root cause of the damaged clamping pulley is attributed to improper cleaning or sterilization practices during reprocessing. Residual chemicals left on the pulley can cause cracking when exposed to the high temperatures of the autoclave. Additionally, insufficient flushing or rinsing at the end of the cleaning process may contribute to cracking. The damaged clamping pulley led to unintuitive motion, and the pulleys were found to be contaminated.

Event description:
Refer to h11 for follow-up information.